Event description:
8 separate incidents in which leakin from the back of the cassette occurred during set-up. The reported incident occurred over a seven day period. No patient injury or medical intervention was associated with this report per the home patient.